Manufacturer narrative:
Patient information was requested, but the customer did not provide and states that patient information are confidential. The event date was also requested and the biomed said that the event happen on (B)(6) 2016.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.